Event description:
It was reported that the customer's pump shut down unexpectedly. There was no reported impact to the customer's blood glucose level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received for eval. Should additional info be received a supplemental form will be completed.